Manufacturer narrative:
Investigation summary; data analysis: note: the reported ¿complaint date occurred¿ in salesforce was (B)(6) 2025. Around this date, on console (B)(6), two pumps were in use: sn: (B)(6), (support duration: 9 hours, 22 minutes) & sn: (B)(6), (support duration: 4 days, 12 hours, 15 minutes). With both pumps, although the snr was low (around 2000), the placement signal (ps) remained within the normal range, therefore, no placement signal not reliable alarm or any other concerning alarms were triggered. The last case before console (B)(6) was returned for investigation had been performed on july 19, 2025, using pump sn: (B)(6). (Note: pump sn: (B)(6) had been initialized and calibrated successfully on console (B)(6), and had provided 7 hours, 35 minutes of support before being moved to (B)(6). The pump and cassette were inserted without initializing the ¿case start¿ wizard. After 1 minute and 57 seconds from pump start, the console displayed ¿placement signal not reliable (opm invalid signal, optical pump connected) ¿ alarm,¿ event #1036 ((B)(4)). This aligns with the claim - ¿the possibility of an impella controller malfunction,¿ which was reported as ¿controller error/failure.¿ the rt log shows that the snr was low (below 10) and noisy, with a raw optical sensor reading of -3276 mmhg and a ps value of 3002 (B)(4) these readings indicate that the psnr was most likely caused by an air gap between the front panel optical connector and the white pump catheter plug. The pump was then moved to a spare console (B)(6), where support was provided for 12 days without any psnr alarm, according to the lt log ((B)(4)). Device analysis: this console was tested upon arrival at fs. The front panel was found to be contaminated ((B)(4)), which could have potentially contributed to the air gap observed on the complaint date. After cleaning, the (B)(6) was tested using a known good test pump, but the psnr alarm could not be reproduced. However, the psnr alarm was reproduced by partially connecting the white pump catheter plug to the front panel optical connector ((B)(4)). The fringe pattern, both with and without the optical test cavity, appeared noisy (analog_output_ic7631.png). This is likely unrelated to the reported failure mode. The snr was measured at 5051 ((B)(4)), which is within the passing specification (snr value > 2000), the bulb power was marginally passing at 2.85 w ((B)(4)), passing specification ¿ bulb power > 2.7 w as per the pm procedure (B)(4). Root cause: the root cause of the psnr was most likely attributed to an air gap, however, the cause of the air gap was not determined. It could have been caused either by an improper connection of the white pump catheter plug into the aic or by contamination of the front panel optical connector. Service & repair: before returning this console ((B)(6)) back to the customer, fs was instructed to perform the following, replace the front-panel optical connector (0042-2750) due to reflective debris and a potential air gap causing the psnr alarm. Replace the optical bench as a precaution (0042-1012), due to the low snr observed in a couple of clinical procedures. Perform a full functional check (0042-7316). Device history lot: n/a. Device history batch: n/a. Device history review: q1) service history review - are there an qns associated with the complaint device¿s most recent service report? No. Q2) subcomponent lot review - were there any other product malfunction complaints in this subcomponent lot related to this failure mode? N/a. Q3) complaint history review - have there been any other complaints against this console? No. Phr summary: there were no issues related to the complaint discovered when reviewing the product history of console (B)(6).

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
It was reported that an automated impella controller (aic) was pulled from use. This occured during patient use. The procedure was successfully completed with a new console. There was no patient harm reported.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.